Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the nurse on duty performed blood gas collection for the patient, and checked that the outer packaging of the arterial blood collection device was complete, without damage or air leakage. When the arterial blood collection device was torn apart and inspected, it was found that the needle barrel was cracked. Immediately replace the arterial blood collection device."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 4-may-2023. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged barrel with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the nurse on duty performed blood gas collection for the patient, and checked that the outer packaging of the arterial blood collection device was complete, without damage or air leakage. When the arterial blood collection device was torn apart and inspected, it was found that the needle barrel was cracked. Immediately replace the arterial blood collection device."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.